Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted in 2011. In the last couple of months the patient has been experiencing less functioning of their dbs. The patient's impedance has decreased from 1482 ohms to 786 ohms. Additional information received from a healthcare provider (hcp) from a rep indicated the patient had a short on bipolar contact 10 <(>&<)>11. It was noted there was no electrical shocking involved, however they did feel the system shake. It was noted the patient did not have surgery or overhaul of the system. They did not have any recent cases of the less functioning therapy.